Event description:
It was reported that a nephromax nephrostomy balloon catheter was about to be used during a percutaneous nephrolithonomy (pcnl). During preparation, it was found that the balloon was torn. The procedure was completed with another of the same device.

Manufacturer narrative:
Device code a0414 captures the reportable event of balloon torn material.